Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "drawer not opening" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order: (B)(4), the field service engineer (fse) reported troubleshooting an issue with drawers 5 and 6 being off the bus and identified that there were no lights on the controller board. The controller board was replaced, and the tsc configured the drawer; the customer then tested the system with no issues observed. During dchu visual inspection: pn: 151730 21: the unit revealed signs of thermal damage, specifically on component u501. No fluid ingress, loose components, or other anomalies were observed. During dchu testing: pn: 151730 21: no testing was required due to evidence of thermal damage observed on the u501 component. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u501 on the pcba pmc pyxis mini resulting from an electrical failure. This damage compromised communication and control signals, preventing the drawer from opening properly and leading to overall system malfunction.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was not opening. As per part investigation, it was determined that the root cause was thermal damage to component u501 on the pcba pmc pyxis mini due to an electrical failure, which prevented the drawer from opening properly. However, there were no delay to patient care and adverse events or injuries reported based on this incident. System had experienced performance issues and errors.